Manufacturer narrative:
It was reported that the dr. Treated patient 5-6 months ago and patient has skin irregularities. She has performed a few v-beams and is going to do a series of 3 fraxel lasers. After this initial report, it was determined that side effects reported were expected and within range in terms of duration. This was not reportable initially. We continued to investigate and made mulitple attempts via emails and calls to obtain objective evidence. The physician is reponsive and did provide objective evidence to our medical director, dr. (B)(6), for review. He completed his review of the objective evidence and does not see anything and the patient is healing and progressing. A decision was made (B)(6) 2023 to report this event for prolonged healing after 180 days even though there is no evidence of serious or permanent injury.

Event description:
It was reported that dr. Treated patient 5-6 months ago and patient has skin irregularities. She has performed a few v-beams and is going to do a series of 3 fraxel lasers.